Manufacturer narrative:
This report is submitted on november 14, 2023.

Event description:
Per the clinic, the patient experienced recurrent staphylococcus infection at the implant site which was treated with topical and oral antibiotics (specific date and duration not reported), however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.